Event description:
It was reported that a revision was performed due to disassociation of patella component caused by patient fall. Only the patella component was exchanged.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that no clinical information has been provided to perform a thorough medical investigation. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual device involved our investigation cannot proceed.